Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention, a shaft kink occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous, distal right coronary artery (rca). The patient presented with acute myocardial infarction. Thrombus was aspirated and an unknown stent was implanted in the distal rca. The plaque then shifted to the right posterior descending artery. The physician attempted to advance the 15 / 2.5 maverick2 monorail ptca catheter to dilate the right posterior descending artery, but advancing difficulties were encountered and the shaft of the device became kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as "good". However, device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4): the device was received for analysis in two sections as a result of a break in the hypotube. The break was located approximately 21.8cm distal to the strain relief. A microscopic examination of the break site found that the break occurred as a result of a severe kink that developed on the shaft. A severe kink was also present approximately 20.4cm distal to the strain relief. An examination of the balloon and tip sections of the device found no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).